Event description:
On 19 november 1998, a light shield from an adec cascade 6300 unit mount light came off and hit a pt on the left cheekbone area. Staff inspected the equipment after the incident. The light shield is held by 2 toggles. The toggles are held by a short metal pin. The pin on the right side of the shield assemble was loose. The pin might have loosen during daily cleaning procedures or during use. A dental clinic wide safety inspection of all light shields was performed immediately. No similar situations were discovered. A hosp incident report was filed. Staff suggest that the pin/toggle assembly be redesigned so there is a less likely chance that the pin would come loose. Perhaps by using a cotter pin to hold the toggle in place would improve safety and prevent future mishaps. Light shield separation, injury.